Event description:
Customer's father reported hospitalization due to high blood glucose. Diagnosed diabetes ketoacidosis. The blood glucose reading is 600 mg/dl. Customer was weak, dizzy, pain in stomach and vomiting. The blood glucose reading at the time of the event was 527 mg/dl. During troubleshooting, time and date correct. Programming is correct. High pressure test passed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.